Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump experienced a flow issue. During an epinephrine infusion the flow was titrated up; however, the patient¿s blood pressure would rapidly reach systolic blood pressure of +200, when titrated down patient's blood pressure would drop to systolic <50. No further information was available at the time of this report.